Event description:
It was reported the epiq cvx ultrasound system shut down during an unspecified cath lab procedure. The user exchanged the system to complete the procedure. There was no patient or user harm associated with this event. The service engineer was unable to reproduce the reported problem, but confirmed the system displayed an error. The software was reloaded to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.